Event description:
It was reported that a patient fell off the table during a case. The reason of the fall was due to the perineal post being pulled after the case with no safety straps while the patient was still on the table.

Manufacturer narrative:
Per the information obtained from the investigation, the perineal post and safety straps were removed while the patient was still on the table causing the patient to fall. No patient injury was reported as a result of the fall. While there was no information obtained on how many people were tending to patient post-surgery/patient transfer phase, there is sufficient information identified in the device owner's manual regarding the usage of patient safety straps and perineal post. The root cause of this incident is thus deemed to be use error as there was failure to follow manufacturer's best and recognized practices for patient safety.

Event description:
It was reported that a patient fell off the table during a case. The reason of the fall was due to the perineal post being pulled after the case with no safety straps while the patient was still on the table.